Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) was previously removed due to infection. The patient underwent a re-implant surgery and a malleable prosthesis was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.